Manufacturer narrative:
H10. H3. Investigation results- the logic tibia ps mod insrt sz 2 9mm with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition of a reported pending revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
It was reported via legal documentation that the patient had bilateral knee replacement on (B)(6) 2011. It is stated in the documentation that the patient was scheduled for left knee revision procedure on (B)(6) 2024. As of 7 may 2024, there has been no information provided that the patient has been revised. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5, b3, d6b, h6 - health effect impact code the following sections were corrected: b1 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, it was reported that the patient experienced prosthesis wear. As a result, the patient underwent a left knee revision approximately 12 years and 4 months after initial implantation. It was later reported that the patient's femoral component was found to be debonded. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.